Event description:
The diabetes care manager reported via phone call that there was fluid in the insulin pump's reservoir compartment. The caller stated that the customer had recently been to the emergency room due to high blood glucose levels and a fall. Blood glucose level at the time of the emergency room visit was above 1000 mg/dl. The customer was unsure whether or not the fluid in the reservoir caused the high blood glucose levels, and was wearing the insulin pump at the time of hospitalization. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/displacement test, and no delivery tests. Unit was received with normal operating currents and no unexpected off /no power or low battery alarm noted. All the buttons functioned properly and no moisture damage was found on the keypad traces, inside reservoir compartment, electronic assembly or motor. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.